Event description:
Information was received from a healthcare provider (hcp) via a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual. It was reported the patient was noticing shorter time between charging sessions. There used to be 6 days between charging, but several years ago it went to 5 days. Over the last year it went down to 4.5 days, then it went down to 4 days and now even less than 4 days between charging sometimes. The patient's hcp checked their device and it showed 3.8 v; the hcp thinks the problem is with the ins recharger (insr). The patient indicated the insr worked as intended and got good coupling. No settings had changed for the last year or more. The hcp bumped up one side from 5.1 v to 5.2 v yesterday, and the other side remained at 4.1 v. A replacement insr was sent to the patient as they wanted to rule out the insr as being the issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the charging issue was resolved with the replacement recharger.

Manufacturer narrative:
Regulatory report no. (B)(4) was submitted in error. The returned pli did not and does not meet the reporting requirements stipulated in 21 cfr 803. The previously submitted analysis results do not pertain to the reported pli (ins (B)(4)). If information is provided in the future, a supplemental report will be issued.